Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed, and it was confirmed that the device was connected via bluetooth afterwards. There were no patient consequences reported.